Manufacturer narrative:
The system was examined. The reported ¿cpu battery issue¿ was replicated and the touchscreen was subsequently replaced, to resolve the issue. However, the reported ¿infusion issue¿ was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿cpu battery issue¿ is attributed to a nonconforming touchscreen. The root cause of the reported ¿infusion issue¿ was not confirmed. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that event occurred during a vitrectomy surgery. The surgery completed without any harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that infusion randomly turning off and also had central processing unit (cpu) battery issues. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).